Event description:
Per the audiologist, the patient began reporting poor sound quality with his cochlear implant system in 2005. All external equipment was replaced, but the problem was not resolved. Reprogramming resolved the complaint at the end of the year. At that time, the patient again reported poor sound quality. The results of an integrity test done in 2006 were consistent with normal receiver/stimulator function with electrode anomalies two electrodes. The anomalous electrodes were deactivated in the patient's sound processor program. An x-ray (no date provided) showed normal electrode array placement. The patient's report of sound quality and performance with the cochlear implant system are essentially stable. A repeat integrity test done in 2007 again showed normal receiver/stimulator function with electrode anomalies on multiple electrodes. The patient's sound processor was reprogrammed with the anomalous electrodes deactivated. The patient decided that he would like to have the device explanted and a new device reimplanted. The surgery is scheduled for 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.